Event description:
Rn reported a pt during training in unit experienced a leak at the pt connector of the transfer set. Per the rn, the pt was treated with prophylactic antibiotics and no pt injury was associated with this incident.